Event description:
It was reported that during percutaneous coronary intervention, a balloon burst occurred. The 80% stenosed lesion was located in the left anterior descending artery. A 20mm x 2.5mm maverick balloon catheter was used for pre-dilatation. When the physician dilated the balloon, it burst. The physician then used another 20mm x 2.5mm maverick balloon at 14 atmospheres, 6 times and 8 seconds successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The returned device found that the hypotube was kinked at various locations along its length. An examination of the midshaft found that it was kinked at 3mm proximal to the exchange port. The kinking that was evident along the device is consistent with excessive force having been applied to the shaft. A visual examination of the balloon found a longitudinal tear in the balloon material. The tear stretched from the proximal markerband and extended distally along the balloon for a total length of 13mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).